Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the display did not return after changing multiple batteries. The customer stated that the insulin pump was completely unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed all functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for two days and no unexpected powering off, blank display, or unresponsive pump noted. Verified the battery tube power connector is properly connected during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.